Event description:
The pt fell and a week later experienced a tingling stimulation sensation down the entire right side of her body. The tingling wasn't painful. The sensation occurred 30-40 times in one weekend. The pt also experienced a shocking sensation down her right arm. The pt initially had good therapeutic effects, unaffected by the tingling. Three weeks later it was reported that therapy efficacy was questionable. The hcp was able to replicate the tingling sensation by palpating behind the pt's ear at the lead/extension connection. X-rays were negative. Impedances were greater than 2000 ohms and current was less than 7 microamperes in all possible bipolar electrode and electrode-case combinations of the left deep brain stimulator. The hcp planned to do surgery. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200805657.